Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Concomitant medical device: 5076 lead implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance warning for a high rv defibrillation impedance. It was also reported that the implantable cardioverter defibrillator (ICD) had electromagnetic interference. Follow up with the physician indicated that the electromagnetic interference could not be reproduced and no intervention has been taken on either the device or lead as both appear stable. The device and lead remain in use. No patient complications have been reported as a result of this event.